Manufacturer narrative:
Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and eleven months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. Transesophageal echocardiogram (tee) identified calcification on the noncoronary cusp of the bioprosthetic valve, causing the cusp to become fixed and valve stenotic. No additional adverse patient effects were reported.